Event description:
A female pt undergoing tubal ligation had very small slivers of disposable trocars break off into her abdominal cavity. Rptr said that when the dr removed the trocars, he noticed a small piece missing. An attempt to find the slivers inside the abdominal cavity was unsuccessful. Rptr described the instrument as being made of a fiberglass-type substance. There is no known injury to the pt. The size of the slivers were reportedly between 1/8 and 1/16 of an inch.